Event description:
It was reported that the customer had a blood glucose level of 557 mg/dl. The customer stated she changed her infusion set and her blood glucose level went down to 50 mg/dl. Standard troubleshooting was performed. The customer stated her insertion site was sore and irritated. The insulin pump failed the high pressure test twice. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm was noted. No delivery alarm. The insulin pump functioned properly. No cosmetic damage was noted.